Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted (lot no. D14831) for female sterilisation. The patient had a medical history of cesarean section in 2013 and adenomyosis, alcohol use, abortion spontaneous, parity 1, gravida ii, adenomyosis, tooth extraction, subarachnoid hemorrhage, pre-eclampsia, hot flashes, insomnia, anxiety and depression. The patient had a family history of asthma and diabetes mellitus. Concurrent conditions were listed as abnormal uterine bleeding, pelvic pain female, abnormal uterine bleeding and dyspareunia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1806 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: satisfactory position of the fallopian tube closure devices. The fallopian tubes do not opacify with contrast and appear occluded [pathology test] on (B)(6) 2021: final pathological diagnosis: uterus, cervix and bilateral fallopian tubes; total hysterectomy with bilateral salpingectomy cervix: no pathologic changes. Endometrium: weakly proliferative pattern. Myometrium: adenomyosis. Bilateral fallopian tubes: no pathologic changes microscopic description: the myometrium shows adenomyosis. The fallopian tubes are unremarkable. Specimen(s) received. Uterus, cervix, and bilateral fallopian tubes. Pre-operative diagnosis: abnormal uterine bleeding; adenomyosis; pelvic pain; encounter for removal of essure. Gross description: the fallopian tubes (right 6.5 x 1 cm, left 7 x 1 cm) are dusky tan and fimbriated. The left fallopian tube is remarkable for a protruding silver, coiled device (0.5 cm), 1 cm from the cornu (gross photographs taken).sectioning reveals a similar silver, coiled device within the right cornu. [Pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Lot number added. Surgical pathology report added. Patient, reporter information updated. Medical history updated. Lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted (lot no: d14831) for female sterilisation. The patient had a medical history of cesarean section in 2013 and adenomyosis, alcohol use, abortion spontaneous, parity 1, gravida ii, adenomyosis, tooth extraction, subarachnoid hemorrhage, pre-eclampsia, hot flashes, insomnia, anxiety and depression. The patient had a family history of asthma and diabetes mellitus. Concurrent conditions were listed as abnormal uterine bleeding, pelvic pain female, abnormal uterine bleeding and dyspareunia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1806 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: satisfactory position of the fallopian tube closure devices. The fallopian tubes do not opacify with contrast and appear occluded [pathology test] on (B)(6) 2021: final pathological diagnosis: uterus, cervix and bilateral fallopian tubes; total hysterectomy with bilateral salpingectomy. Cervix: no pathologic changes. Endometrium: weakly proliferative pattern. Myometrium: adenomyosis. Bilateral fallopian tubes: no pathologic changes microscopic description: the myometrium shows adenomyosis. The fallopian tubes are unremarkable. Specimen(s) received. Uterus, cervix, and bilateral fallopian tubes. Pre-operative diagnosis. Abnormal uterine bleeding; adenomyosis; pelvic pain; encounter for removal of essure. Gross description: the fallopian tubes (right 6.5 x 1 cm, left 7 x 1 cm) are dusky tan and fimbriated. The left fallopian tube is remarkable for a protruding silver, coiled device (0.5 cm), 1 cm from the cornu (gross photographs taken).sectioning reveals a similar silver, coiled device within the right cornu. [Pregnancy test urine] (date unknown): negative. Batch no: d14831, production date 2014-10-06, expiration date 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28- year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1795 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1795 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.